Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. The unit was received from the customer on 30-oct-2020. Upon evaluation of the device, olympus was not able to duplicate the reported issue of a very dark or black image. As tested, the image was found acceptable. During the evaluation and inspection of the device, other issues were found including: ·a leak between a-rubber (bending section cover) and a-rubber glue (bending section cover glue) ·a-rubber scratched/pin-hole . ·a-rubber glue cracked . ·a-braids frayed . ·insertion unit rotate ring loosen . ·video connector (master) cracked, customer's label, missing screw . ·video connector (slave) cracked, customer's label. Since the reported event could not be duplicated, it is difficult to specify the cause of the event. Based on the condition of the device as received, the following are considered to be contributing factors: ·trace of outer stress on bending section was confirmed (a-rubber scratches, pin-hole, a-rubber glue cracks, a-braids fray). The stress may have caused kink/breakage of charge coupled device (ccd) cable in bending section, which led to the suggested event occurrence at the user facility. ·trace of outer stress on video connector was confirmed (video connector cracks). The stress may have caused breakage of internal circuit board of video connector, which led to the suggested event occurrence at the user facility. ·the user may have used the device with leakage. Water/moisture may have invaded the device from the location of leakage, and caused short circuit of ccd or internal circuit board of connector temporally, which led to the suggested event occurrence at the user facility. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. There were no similar complaints made for this device by this facility. In the past two years, there have been two similar complaints made by other facilities.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that there was an issue with the image. The entire screen was black and shows a very dark image. There was no patient involvement. No additional information was provided.